Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, after the dental implant was installed in intraoral region #23, at the time of uncovering to perform the patient¿s prosthetic rehabilitation, it was seen that the dental implant had not osseointegrated. The patient presented bone type ii.